Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-nov-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') and ureteric injury ('ureter was damaged (during the essure removal)') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required), experienced ureteric injury (seriousness criteria medically significant and intervention required), complication of device removal ("ureter was damaged (during the essure removal)"), arthralgia ("joint pain"), fatigue ("fatigue") and urinary tract discomfort ("high urinary sensitivity due to the operation (re-implanted ureter)") and was found to have meningioma ("4 cerebral meningiomas"). The patient was treated with surgery (re-implanted ureter by unhooking the bladder to bring it closer on (B)(6) 2021). Essure was removed. At the time of the report, the medical device removal, ureteric injury, complication of device removal, arthralgia and fatigue outcome was unknown and the meningioma and urinary tract discomfort had not resolved. The reporter provided no causality assessment for arthralgia, complication of device removal, fatigue, medical device removal, meningioma, ureteric injury and urinary tract discomfort with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Magnetic resonance imaging - on an unknown date: one of the meningioma had grown. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') and ureteric injury ('ureter was damaged (during the essure removal)') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required), experienced ureteric injury (seriousness criteria medically significant and intervention required), complication of device removal ("ureter was damaged (during the essure removal)"), arthralgia ("joint pain"), fatigue ("fatigue") and urinary tract disorder ("high urinary sensitivity due to the operation (re-implanted ureter)") and was found to have meningioma ("4 cerebral meningiomas"). Essure was removed. The patient was treated with surgery (re-implanted ureter by unhooking the bladder to bring it closer on (B)(6) 2021). At the time of the report, the medical device removal, ureteric injury, complication of device removal, arthralgia and fatigue outcome was unknown and the meningioma and urinary tract disorder had not resolved. The reporter provided no causality assessment for arthralgia, complication of device removal, fatigue, medical device removal, meningioma, ureteric injury and urinary tract disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Magnetic resonance imaging - on an unknown date: one of the meningioma had grown. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.